Event description:
It was reported to philips that the large monitor failed during procedure due to a dvi matrix switch issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the dvi matrix switch power supply and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).